Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0587 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that cutting cracks were shown at 5 cm scale of the catheter. No other information was provided.

Event description:
It was reported that cutting cracks were shown at 5 cm scale of the catheter. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a ¿crack¿ in a catheter is confirmed; however, the exact cause is unknown. Two photographs of a powerpicc were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in a catheter near the 5 cm depth marker. The 4 cm through 6 cm depth markers were observed to be slightly faded. What may be a kink was observed in the catheter near between the 3 cm and 4 cm depth markers. The exact cause of the split in the catheter could not be determined from the returned photographs. However, possible causes of the split include flexural fatigue and sharp instrument damage. A lot history review (lhr) of redt0587 showed no other similar product complaint(s) from this lot number.